Manufacturer narrative:
The device was returned for evaluation at codman (B)(4). The investigation of the returned device did confirm the problem reported by the customer. The lot number is cnnb1r, serial number (B)(4), product code 82-3842. The position of the cam when valve was received was 120mmh2o. The valve was visually inspected; it was noted that the connector has been pulled out of the silicone housing proximal end, no damage was found with the silicone housing or the connector, it is possible that this has happened during implantation preparation when connecting the catheter. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water. No occlusions were noted. The valve was dried. The valve was leak tested; no leaks were noted. The valve was reflux tested; the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested; the valve passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause could be due to atypical force when attaching the catheter to the connector. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: the v-p shunt surgery using this device concomitantly with the fenestration surgery of the third ventricle was conducted on (B)(6) 2014 to the patient with obstructive hydrocephalus. The ventricular catheter and the valve were connected in advance of the placement. It was noted that the connector at the proximal side of the valve was disconnected when the surgeon was trying to place the valve. Another device was used to complete the case without problem. No delay greater than 30 min was reported.